Event description:
A malfunction with code malf 21 was reported, and it was determined that the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections as backup therapy and was sent a replacement pump with updated software. The customer was given instructions on how to return the defective pump and understood the steps they needed to take upon receiving the new pump.